Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was reported that the healthcare provider (hcp) was having difficulty filling the pump reservoir. They stated that the patient had the pump refilled last week at an infusion center, and the notes from the infusion center indicated that ¿they had trouble accessing the pump and they felt the pump was flipped.¿ the notes indicated that the infusion center was able to flip the pump back and fill the pump successfully. The hcp did not know if there was a kink in the tubing because of the flipped pump. The hcp stated that they ordered an abdominal x-ray and the results were inconclusive. The patient reported weakness in the lower extremities over the last week leading up to the patient¿s refill, so they suspected a kink or fracture in the catheter may have caused the patient¿s symptoms. When asked if there were any volume discrepancies, the hcp stated there was ¿no mention on one.¿ the medication infused was baclofen.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had a pump for over 2 years and had mixed results. It was stated that the patient had 2 surgeries since having the pump and catheter replaced. The pump reportedly made a big difference when it worked, but the patient had more problems with it than it was worth. The patient was to see her physician on tuesday and had to make a decision on whether to replace it or take it out. It was further stated that the pump had not been giving the patient medication for over a year now. The patient had been taking oral medication instead. No outcome was reported regarding this event. It was unclear what surgical intervention was performed. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.